Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a battery life issue. The reporter claimed that the battery compartment was cracked. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1 date of submission 08/31/2016-correction to initial reporter name: (B)(6).

Manufacturer narrative:
Follow up #2 10/21/2016. Device evaluation: the pump has been returned to animas and evaluated on 09/29/2016 with the following findings: the pump¿s black box showed evidence of a partially discharged battery being installed on (B)(6) 2016. No battery cap or cartridge cap returned. All testing was performed with test caps. The pump¿s case was cracked near the u-groove area. The pump¿s current draws were within specifications. The alleged issue could not be duplicated.

Manufacturer narrative:
Follow-up #3: date of submission 12/27/2016 ¿ correction to serial #.